Manufacturer narrative:
Insulin pump was received with pump error alarm during rewinding due to moisture damaged electronic assembly on pcb1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received pump error. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.